Manufacturer narrative:
Date of event was not reported, date was estimated.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that a left atrial appendage closure procedure was performed using a watchman closure device and after an unspecified amount of time, the patient had a cerebral vascular accident.